Event description:
Complaint (B)(4) was received for one 60mm mapping catheters that exhibited one broken spline at the distal end of the catheter at (B)(6) hospital. No pt injury was reported. During the third deployment of the catheter through an sl1 sheath, the physician noticed that the firmap 60mm mapping catheter had a spline that appeared to be detached under fluoro. Upon removal of the catheter from the sheath, it was confirmed that one of the spline was broken from the distal end. No entanglement was reported during the case and no rough manipulation to the catheter was observed. RMA-15-083 was issued to retrieve the catheter. As of 08/14/2015, no sample has been returned yet.